Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown #14 13mm poly insert. Additionally, an unknown #4 triathlon baseplate, #4 ps femur and cemetric patella were reported. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient had a total knee revised and spacer implanted due to infection.